Event description:
It was reported by the patient going for some therapy and some kind of stimulator was used and ever since then the patient has not been feeling right. It was also reported by the patient of seen the heart doctor and device setting adjustments were made; however after going for a walk the patient feels like crap and doesn't know if it has anything to do with the therapy, the device or the settings. It is unknown whether there was any further medical intervention provided the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.